Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 104 mg/dl and the sensor glucose was over 200 mg/dl at the time of the incident. All readings have been off saying she is low and she is not declined weight. Customer saw blood under the tape no pain after the second she did have it when she rolled over blood glucose was 132 mg/dl, 134 mg/dl and sensor glucose was low turned it off and took blood glucose and it was 120 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 80 mg/dl. Suspend on low limit in sensor settings was 80 mg/dl. The customer declined to replace the sensor for analysis.